Event description:
Following placement of the gore excluder aaa endoprosthesis trunk-ipsilateral leg component, the physician was unable to cannulate the contralateral gate. An unplanned aortouniiliac and subsequent femorofemoral bypass procedure was performed with success. The pt was reported to be doing well following this procedure.

Manufacturer narrative:
The device remains functioning in the pt. Review of the manufacturing paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.